Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device history file verified the battery became depleted. Device was likely on during the software timeout and drained the batteries, however the batteries were not provided for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.